Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room due to high blood glucose levels and ketones. The customer's blood glucose reading at the time of the call was 523 mg/dl. The customer was not feeling well, and was not able to troubleshoot. Advised the customer to call back for troubleshooting when she was feeling better. Nothing further was reported.